Event description:
It was reported to philips that the x-ray pc failed to boot up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer visited onsite and confirmed x-ray pc does not start up. After reviewing log file fse found there is no power to the os disk on an x-ray pc. Fse found the x-ray pc's hard disk drive (hdd) was not turning on while the system was booting. The cause of the x-ray pc failure determined by the supplier's part analysis that failed component was solid state drive (ssd), and the cause of the failure was ssd speed being too low. To resolve the issue, fse replaced the x-ray pc. After the replacement of the x-ray pc, the system was working as intended. The codes were updated based on the investigation outcome.